Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d334trg, ICD, implant: (B)(6) 2012; model: 4542-80, competitors lead, implant: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The patients right ventricular (rv) lead exhibited high threshold levels. The device was removed and replaced while the rv lead remains in use. No patient complications have been reported as a result of this event.